Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. No further details. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, due to the antibackup feature was non-functional two unformed clip were fed; the remaining clips were conforming according to our manufacturing specifications. The device was disassembled and the hoop spring was noted to be not properly assembled, leading the incident reported. It could not be determined what may have caused this condition. However, an investigation has been initiated to address the potential root cause of the hoop spring out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process.